Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse replaced parts and verified system is operational. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not (B)(6)."

Event description:
A (B)(6) advia centaur hcv result was obtained on a patient sample. The previous result was (B)(6). Repeat testing was performed for the patient sample in duplicate and the results were (B)(6). The (B)(6) result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur hcv result.